Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the device failed during the surgery. The clips did not close and the clip didn't feed automatically and the jaws closed without the clip in it. A new clip applier was used to complete the case. There was no consequence to the pt.